Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to perform plain old balloon angioplasty on a 99% stenosed de-novo lesion located in the moderately tortuous and severely calcified right posterior descending artery (pda). First, another manufacturers' 1.50x12mm balloon catheter was used to dilate the lesion. The lesion was not completely dilated due to the severe calcification. Next, another manufacturers' 2.0x12mm balloon catheter was used, however, the lesion was still not dilated. This 2.0x8mm quantum maverick balloon catheter was then used. The balloon ruptured on the first inflation at 14atms. The device was removed intact. The physician felt that additional high pressure inflation would be "dangerous", therefore the procedure was closed at this point. There were no reported patient complications. The patient status is listed as "good".